Event description:
It was reported that the patient had pain for 3 weeks. This pain coincided with recharge interval increasing to 12 hours daily. The physician told the patient this was abnormal. She was also reprogrammed and was at 10.2v at the appointment. Their physician turned off the interstim to see if the spinal cord stimulator would help with her symptoms and see if she would get better results. The implantable neurostimulator (ins) had less than ¼ battery. There was a mention of no stimulation sensation. The ins was not charged up. It was noted that before being implanted the patient was told that they would charger 4-5 hours to get a 100% charger but since it was put in the patient charged her ins all day with the recharger plugged into the wall and only got a quarter charge. The patient and their wife were at the hospital and did not have the equipment with. The patient was charging all day the day prior to the reported but was getting empty to a quarter of the battery flashing. They were not able to use stimulation. It generally took all night and the next morning before they could fully charge her implant even though they got good coupling. The patient got all eight bars if they laid down, coupling could go to 5 bars in other positions. The recharging was fine until her desktop charger was replaced in december 2014. The desktop charger acted like it did not have a good connection even though it charged her recharger but since it worked the patient did not call back. It was reported that the recharger was not charging. The recharger icon and plug icon were not appearing on the screen. The patient was recharging the day prior to the report and was able to get 8 boxes. The recharger went dead and she plugged it into the power supply and the green light was on but the screen was not turning on. The connector pin looked loose. The recharger screen was blank. The recharger went blank the evening prior to the report. The recharger would not charge even though it was plugged in all day. The patient checked the desktop charger and there was power to it and the connector pin seemed to be fine. It generally took all night and the next morning before they could fully charge her implant even though they got good coupling. Additional information was received indicating that the recharger was not charging. The connector pin looked loose. The recharger screen was blank. Before the implant the patient was told that they would have to charge 4-5 hours to get to 100% on the implant charge, ever since they were implanted the patient charged her implant all day with the recharger plugged into the wall and only got a quarter charge. The patient and their wife were at the hospital and did not have the equipment with them to troubleshoot. The patient was told to turn the interstimulator implant off because the pain stimulator may help the bladder. Since the recharger was not charging her implant she had to go to their physician¿s office on the day of the report for catheterization. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received reported that the recharger was not charging. The patient was sent a ¿bent cord.¿ the screen kept going off and would show a picture of the cord and face of device when the green button was pushed. The cord wasn't connecting into the device. The one from the wall was not making the connection. The patient tried all the plugs in the house. Every time the patient plugged it back in, it showed the screen the plug and the box. The day prior to the report was the third day and nothing advanced. Upon device return, it was determined that the connector pins were broken. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. (B)(4).